Event description:
It was reported that a patient underwent a rectocele and cystocele repair procedure on (B)(6) 2011 and mesh and surgisis were inserted. Post-operatively the patient had extreme pain, bright red vaginal bleeding. Hemoglobin dropped from 134 to 60. An abdominal ultrasound showed a moderately large hematoma, and three units of blood were transfused. Currently the patient is unable to have sexual intercourse, has had multiple urinary tract infections and is now resistant to several antibiotics. The patient has urinary irritability, frequency, incomplete bladder emptying and incontinence, constant pelvic pain, chronic bowel pain, bloating, urgency and incontinence with use of laxatives; unable to stand for any length of time due to pain and pressure in vagina; multiple areas of mesh erosion; further bladder prolapse; fatigue and stress; joint pain and inflammation. The patient has had an abductor tear and bursitis in the right hip requiring physio and surgery and a labral tear in the right hip requiring physio and two arthroscopies. The patient was to have further bowel tests on (B)(6) 2011. The patient is awaiting further surgery to revise damage and remove mesh.

Manufacturer narrative:
(B)(4) hemoglobin dropped, (B)(4) dyspareunia, (B)(4) bladder prolapse, (B)(4) muscle tear, (B)(4), device (B)(4): hematoma occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.